Manufacturer narrative:
UDI in section are unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure and front cover. Faded line cord and outdated printed circuit board (pcb) and power switch. Functional testing found the pump was not running and failed the electrical test confirming the customer complaint. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that the pump is not running. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.